Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is #30 and was used for approximately 9 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: (62695691). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62695691) for similar event and no other complaint was identified. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Last name unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed.  Patient abutment loosened, upon retrieval it was noted the implant was fractured. Customer confirmed that the implant was actually a 3.7 x 11.5 (tsvb11) and the patient did return for removal on (B)(6) 2023.